Manufacturer narrative:
Returned to manufacturer on: unknown. The investigation date has been used. (B)(6). Bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode with the incident lot was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported that bd vacutainer® urine collection cup was missing the needle.